Manufacturer narrative:
The t:slim pump user guide states: do not remove the cartridge during the load process until prompted on the t:slim pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (348 mg/dl) with ketones. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Prior to the reported issue, during load process, the cartridge was removed before being prompted on the t:slim pump screen.